Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room. Upon interrogation of the device, several episodes of vf and snvt were observed and therapies were delivered due to noise in the lead. Patient received inappropriate high voltage therapy. The device did not reach eri but was found to have slow charge time. Physician elected to explant the device and a new device was implanted. Patient is stable and recovering.